Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Analysis was performed by remote service personnel who reached out to the customer for more information but the customer did not provide more information. No diagnostics could be performed due to customer rejected to provide more information. The product malfunction was unable to be confirmed because the customer refused service and did not respond to requests for additional information. If information becomes available a supplemental report will be sent. Good faith effort was made to obtain serial number with no information at time of report.

Event description:
Philips received a complaint on a patient information center ix indicating that the monitor was in "monitor standby" mode and was not powered off. The device was in use on a patient at time of event, there was no adverse event reported.